Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Additional patient information: ethnicity: not hispanic/latino.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "in the process of administering cefepime I scanned the patient, scanned the medication vial, associated the medication as a secondary medication, scanned the ns bag that came with the medication, and mixed the vial and saline together I back primed the secondary tubing with the ns and hung and attached the secondary tubing to the mixed medication and sent the information to the pump when I went to confirm the settings in the pump, I noticed the chamber dripping at a much faster rate than the ordered rate I immediately clamped the primary tubing and notified my charge nurse." An incomplete date of event of (B)(6) 2019 was provided. The medwatch report also states that the event occurred in the critical care department.